Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported about motor error alarm and motor position encoder error. Troubleshooting was performed and found customer able to clear alarm and pump rewind. Customer reported pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump and the pump will not be returned for analysis.